Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient uses the washroom sometimes and doesn¿t wash their hands, contamination while setting up therapy at that time. The peritonitis was manifested by severe abdominal pain. The patient was hospitalized for the peritonitis event and was treated with six unspecified antibiotics for the peritonitis, (two intravenous and four intraperitoneal). Pd therapy was ongoing. At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing, and the patient outcome was reported as ¿the peritonitis contamination has mostly left the patient¿s body¿. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.